Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure trailing into my uterus') and pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headache"), migraine ("migraine"), palpitations ("chest palpitation"), anxiety ("axniety attack"), depression ("depression"), alopecia ("hair loss"), acne ("acne"), eczema ("eczema"), abdominal distension ("swollen belly"), breast pain ("breast would get super sore around my period/ I couldnt stand to touch them they hurt"), allergy to synthetic fabric ("soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras"), skin exfoliation ("soreness peeling and bleeding under my breast"), breast haemorrhage ("soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras"), menorrhagia ("heavy periods"), anaemia ("anemia"), gait disturbance ("could hardly walk"), pain ("entire body hurt"), arthralgia ("knee hurt/ankle hurt/heel pain"), fatigue ("hatigued") and scar ("scars on belly button") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted hystrectomy , bilateral salpingectomy). Essure was removed. At the time of the report, the device expulsion, breast haemorrhage, menorrhagia, anaemia, gait disturbance, pain, arthralgia, fatigue and scar outcome was unknown and the pelvic pain, back pain, headache, migraine, palpitations, anxiety, depression, alopecia, acne, eczema, abdominal distension, weight increased, breast pain, allergy to synthetic fabric and skin exfoliation had resolved. The reporter considered abdominal distension, acne, allergy to synthetic fabric, alopecia, anaemia, anxiety, arthralgia, back pain, breast haemorrhage, breast pain, depression, device expulsion, eczema, fatigue, gait disturbance, headache, menorrhagia, migraine, pain, palpitations, pelvic pain, scar, skin exfoliation and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: breast bleeding, skin peeling, allergic to silk, breast pain, menorrhagia and anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media- n\ew events: hardly walk, entire body hurt, knee hurt/ankle hurt/heel pain, fatigue were added. On 23-mar-2020: social media content received: reporter added. Event scars added. Fu 8 and 9 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headache"), migraine ("migraine"), palpitations ("chest palpitation"), anxiety ("anxiety attack"), depression ("depression"), alopecia ("hair loss"), acne ("acne"), eczema ("eczema"), abdominal distension ("swollen belly"), breast pain ("breast would get super sore around my period/ I couldn't stand to touch them they hurt"), allergy to silk ("soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras"), skin exfoliation ("soreness peeling and bleeding under my breast") and breast hemorrhage ("soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted hysterectomy , bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, headache, migraine, palpitations, anxiety, depression, alopecia, acne, eczema, abdominal distension, weight increased, breast pain, allergy to silk and skin exfoliation had resolved and the breast hemorrhage outcome was unknown. The reporter considered abdominal distension, acne, allergy to silk, alopecia, anxiety, back pain, breast hemorrhage, breast pain, depression, eczema, headache, migraine, palpitations, pelvic pain, skin exfoliation and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: breast bleeding, skin peeling, allergic to silk, breast pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received(social media): new events soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras, soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras, breast would get super sore around my period/ I couldn't stand to touch them they hurt were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure trailing into my uterus') and pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headache"), migraine ("migraine"), palpitations ("chest palpitation/heart palpitaion"), anxiety ("axniety attack"), depression ("depression"), alopecia ("hair loss"), acne ("acne"), eczema ("eczema"), abdominal distension ("swollen belly"), breast pain ("breast would get super sore around my period/ I couldnt stand to touch them they hurt"), allergy to synthetic fabric ("soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras"), skin exfoliation ("soreness peeling and bleeding under my breast"), breast haemorrhage ("soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras"), menorrhagia ("heavy periods"), anaemia ("anemia"), gait disturbance ("could hardly walk"), pain ("entire body hurt"), arthralgia ("knee hurt/ankle hurt/heel pain"), fatigue ("fatigued/ exhaustion"), scar ("scars on belly button"), endometriosis ("endometriosis "), abdominal pain ("abdominal pain"), loss of libido ("lost my need of sex"), swelling ("swelling nos"), pain in extremity ("heal pain"), feeling abnormal ("brain fog"), vitamin d deficiency ("vitamin d deficiency"), affective disorder ("mood sing"), adenomyosis ("adenomyosis"), inflammation ("inflammation"), tinnitus ("ringing ear"), neck pain ("neck pain"), amnesia ("memory loss"), carpal tunnel syndrome ("carpal tunnel my wrists"), spinal fracture ("broken spine"), acetabulum fracture ("crack my hips would lock in pain"), incontinence ("incontinence"), cough ("cough"), panic attack ("panic attack"), vision blurred ("blurred vision") and sneezing ("sneezing") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids") and weight decreased ("I lost some weight initially"). The patient was treated with surgery (robotic assisted hystrectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, breast haemorrhage, menorrhagia, anaemia, gait disturbance, pain, arthralgia, fatigue, scar, endometriosis, abdominal pain, loss of libido, swelling, pain in extremity, feeling abnormal, vitamin d deficiency, affective disorder, adenomyosis, uterine leiomyoma, inflammation, tinnitus, neck pain, amnesia, carpal tunnel syndrome, spinal fracture, acetabulum fracture, weight decreased, incontinence, panic attack, vision blurred and sneezing outcome was unknown and the pelvic pain, back pain, headache, migraine, palpitations, anxiety, depression, alopecia, acne, eczema, abdominal distension, weight increased, breast pain, allergy to synthetic fabric and skin exfoliation had resolved. The reporter considered abdominal distension, abdominal pain, acetabulum fracture, acne, adenomyosis, affective disorder, allergy to synthetic fabric, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, breast haemorrhage, breast pain, carpal tunnel syndrome, cough, depression, device expulsion, eczema, endometriosis, fatigue, feeling abnormal, gait disturbance, headache, incontinence, inflammation, loss of libido, menorrhagia, migraine, neck pain, pain, pain in extremity, palpitations, panic attack, pelvic pain, scar, skin exfoliation, sneezing, spinal fracture, swelling, tinnitus, uterine leiomyoma, vision blurred, vitamin d deficiency, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: breast bleeding, skin peeling, allergic to silk, breast pain, menorrhagia ,anemia,endometriosis,abdominal pain,lost my need of sex, adenomyosis, heel pain ,swelling, vitamin d deficiency,brain fog,mood swing,fibroids quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure trailing into my uterus') and pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headache"), migraine ("migraine"), palpitations ("chest palpitation/heart palpitaion"), anxiety ("axniety attack"), depression ("depression"), alopecia ("hair loss"), acne ("acne"), eczema ("eczema"), abdominal distension ("swollen belly"), breast pain ("breast would get super sore around my period/ I couldnt stand to touch them they hurt"), allergy to synthetic fabric ("soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras"), skin exfoliation ("soreness peeling and bleeding under my breast"), breast haemorrhage ("soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras"), menorrhagia ("heavy periods"), anaemia ("anemia"), gait disturbance ("could hardly walk"), pain ("entire body hurt"), arthralgia ("knee hurt/ankle hurt/heel pain"), fatigue ("fatigued/ exhaustion"), scar ("scars on belly button"), endometriosis ("endometriosis "), abdominal pain ("abdominal pain"), loss of libido ("lost my need of sex"), swelling ("swelling nos"), pain in extremity ("heal pain"), feeling abnormal ("brain fog"), vitamin d deficiency ("vitamin d deficiency"), affective disorder ("mood sing"), adenomyosis ("adenomyosis"), inflammation ("inflammation"), tinnitus ("ringing ear"), neck pain ("neck pain"), amnesia ("memory loss"), carpal tunnel syndrome ("carpal tunnel my wrists"), spinal fracture ("broken spine"), acetabulum fracture ("crack my hips would lock in pain"), incontinence ("incontinence"), cough ("cough"), panic attack ("panic attack"), vision blurred ("blurred vision") and sneezing ("sneezing") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids") and weight decreased ("I lost some weight initially"). The patient was treated with surgery (robotic assisted hystrectomy , bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion, breast haemorrhage, menorrhagia, anaemia, gait disturbance, pain, arthralgia, fatigue, scar, endometriosis, abdominal pain, loss of libido, swelling, pain in extremity, feeling abnormal, vitamin d deficiency, affective disorder, adenomyosis, uterine leiomyoma, inflammation, tinnitus, neck pain, amnesia, carpal tunnel syndrome, spinal fracture, acetabulum fracture, weight decreased, incontinence, panic attack, vision blurred and sneezing outcome was unknown and the pelvic pain, back pain, headache, migraine, palpitations, anxiety, depression, alopecia, acne, eczema, abdominal distension, weight increased, breast pain, allergy to synthetic fabric and skin exfoliation had resolved. The reporter considered abdominal distension, abdominal pain, acetabulum fracture, acne, adenomyosis, affective disorder, allergy to synthetic fabric, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, breast haemorrhage, breast pain, carpal tunnel syndrome, cough, depression, device expulsion, eczema, endometriosis, fatigue, feeling abnormal, gait disturbance, headache, incontinence, inflammation, loss of libido, menorrhagia, migraine, neck pain, pain, pain in extremity, palpitations, panic attack, pelvic pain, scar, skin exfoliation, sneezing, spinal fracture, swelling, tinnitus, uterine leiomyoma, vision blurred, vitamin d deficiency, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: breast bleeding, skin peeling, allergic to silk, breast pain, menorrhagia ,anemia,endometriosis,abdominal pain,lost my need of sex, adenomyosis, heel pain ,swelling, vitamin d deficiency,brain fog,mood swing,fibroids quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added.event:endometriosis,abdominal pain,lost my need of sex, adenomyosis, heel pain ,swelling, vitamin d deficiency,brain fog,mood swing,fibroids were added. On 23-mar-2020: fu11,12,13,14,15&16 proceed together: social media received. New events inflammation, ringing ear, neck pain, memory loss, carpal tunnel my wrists, broken spine, crack my hips would lock in pain was added. Reporter was added. On 23-mar-2020: fu11,12,13,14,15&16 proceed together: social media received. New events I lost some weight initially, incontinence, cough, panic attack, blurred vision was added. Reporter was added. On 23-mar-2020: fu11,12,13,14,15&16 proceed together: social media received. Reporter was added. On 23-mar-2020: fu11,12,13,14,15&16 proceed together: social media received. Reporter was added. On 23-mar-2020: fu11,12,13,14,15&16 proceed together: social media received. Reporter was added. On 23-mar-2020: fu11,12,13,14,15&16 proceed together: social media received. New event sneezing was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right essure trailing into my uterus') and pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headache"), migraine ("migraine"), palpitations ("chest palpitation/heart palpitaion"), anxiety ("axniety attack"), depression ("depression"), alopecia ("hair loss"), acne ("acne"), eczema ("eczema"), abdominal distension ("swollen belly"), breast pain ("breast would get super sore around my period/ I couldnt stand to touch them they hurt"), allergy to synthetic fabric ("soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras"), skin exfoliation ("soreness peeling and bleeding under my breast"), breast haemorrhage ("soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras"), menorrhagia ("heavy periods"), anaemia ("anemia"), gait disturbance ("could hardly walk"), pain ("entire body hurt"), arthralgia ("knee hurt/ankle hurt/heel pain"), fatigue ("fatigued/ exhaustion"), scar ("scars on belly button"), endometriosis ("endometriosis "), abdominal pain ("abdominal pain"), loss of libido ("lost my need of sex"), swelling ("swelling nos"), pain in extremity ("heal pain"), feeling abnormal ("brain fog"), vitamin d deficiency ("vitamin d deficiency"), affective disorder ("mood sing"), adenomyosis ("adenomyosis"), inflammation ("inflammation"), tinnitus ("ringing ear"), neck pain ("neck pain"), amnesia ("memory loss"), carpal tunnel syndrome ("carpal tunnel my wrists"), spinal fracture ("broken spine"), acetabulum fracture ("crack my hips would lock in pain"), incontinence ("incontinence"), cough ("cough"), panic attack ("panic attack"), vision blurred ("blurred vision"), sneezing ("sneezing"), night sweats ("night sweat"), hot flush ("hot flashes") and dysgeusia ("metallic taste") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids") and weight decreased ("I lost some weight initially"). The patient was treated with surgery (robotic assisted hystrectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, breast haemorrhage, menorrhagia, anaemia, gait disturbance, pain, arthralgia, fatigue, scar, endometriosis, abdominal pain, loss of libido, swelling, pain in extremity, feeling abnormal, vitamin d deficiency, affective disorder, adenomyosis, uterine leiomyoma, inflammation, tinnitus, neck pain, amnesia, carpal tunnel syndrome, spinal fracture, acetabulum fracture, weight decreased, incontinence, panic attack, vision blurred, sneezing and night sweats outcome was unknown and the pelvic pain, back pain, headache, migraine, palpitations, anxiety, depression, alopecia, acne, eczema, abdominal distension, weight increased, breast pain, allergy to synthetic fabric, skin exfoliation, hot flush and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain, acetabulum fracture, acne, adenomyosis, affective disorder, allergy to synthetic fabric, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, breast haemorrhage, breast pain, carpal tunnel syndrome, cough, depression, device expulsion, dysgeusia, eczema, endometriosis, fatigue, feeling abnormal, gait disturbance, headache, hot flush, incontinence, inflammation, loss of libido, menorrhagia, migraine, neck pain, night sweats, pain, pain in extremity, palpitations, panic attack, pelvic pain, scar, skin exfoliation, sneezing, spinal fracture, swelling, tinnitus, uterine leiomyoma, vision blurred, vitamin d deficiency, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: breast bleeding, skin peeling, allergic to silk, breast pain, menorrhagia, anemia, endometriosis, abdominal pain, lost my need of sex, adenomyosis, heel pain, swelling, vitamin d deficiency, brain fog, mood swing, fibroids, dysgeusia, hot flashes, night sweat. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: social media received. Reporters information added. Event: night sweat, metallic taste, hot flashes were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headache"), migraine ("migraine"), palpitations ("chest palpitation"), anxiety ("axniety attack"), depression ("depression"), alopecia ("hair loss"), acne ("acne"), eczema ("eczema"), abdominal distension ("swollen belly"), breast pain ("breast would get super sore around my period/ I couldnt stand to touch them they hurt"), allergy to synthetic fabric ("soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras"), skin exfoliation ("soreness peeling and bleeding under my breast"), breast haemorrhage ("soreness peeling and bleeding under my breast/ I became highly allergic to underwire had to switch to non push up bras"), menorrhagia ("heavy periods") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted hystrectomy , bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, headache, migraine, palpitations, anxiety, depression, alopecia, acne, eczema, abdominal distension, weight increased, breast pain, allergy to synthetic fabric and skin exfoliation had resolved and the breast haemorrhage, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal distension, acne, allergy to synthetic fabric, alopecia, anaemia, anxiety, back pain, breast haemorrhage, breast pain, depression, eczema, headache, menorrhagia, migraine, palpitations, pelvic pain, skin exfoliation and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: breast bleeding, skin peeling, allergic to silk, breast pain, menorrhagia and anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events added: heavy periods and anemia. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headache"), migraine ("migraine"), palpitations ("chest palpitation"), anxiety ("axniety attack"), depression ("depression"), alopecia ("hair loss"), acne ("acne"), eczema ("eczema") and abdominal distension ("swollen belly") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted hysterectomy , bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, headache, migraine, palpitations, anxiety, depression, alopecia, acne, eczema, abdominal distension and weight increased had resolved. The reporter considered abdominal distension, acne, alopecia, anxiety, back pain, depression, eczema, headache, migraine, palpitations, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: product technical complaint. Quality-safety evaluation of product technical complaint. On 3-dec-2019: fu 2, 3 and 4 processed together. Social media report received : reporter added. On 2-dec-2019: fu 2, 3 and 4 processed together. Social media report received : reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headache"), migraine ("migraine"), palpitations ("chest palpitation"), anxiety ("anxiety attack"), depression ("depression"), alopecia ("hair loss"), acne ("acne"), eczema ("eczema") and abdominal distension ("swollen belly") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic assisted hysterectomy , bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, headache, migraine, palpitations, anxiety, depression, alopecia, acne, eczema, abdominal distension and weight increased had resolved. The reporter considered abdominal distension, acne, alopecia, anxiety, back pain, depression, eczema, headache, migraine, palpitations, pelvic pain and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.